Event description:
A malfunction was reported on a pump, identified with a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump and assisted the caller in performing the reset, which successfully resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction recurred, which did not happen after the reset.